Manufacturer narrative:
The report of suspected thrombosis in the outflow graft could not be confirmed based on the evaluation of the returned device. The device was returned with the driveline cut approximately 1 inch from the pump housing and the severed portion of the driveline was not returned. The sealed outflow graft was returned attached to the outflow elbow, and had been cut open prior to return. The outflow graft bend relief was returned unattached, and was free of distortion. The lumen of the outflow graft revealed no depositions. The outflow elbow was returned attached to the pump outlet port. The lumen of the outflow elbow revealed no depositions. Upon disassembly of the device, examination of the pump¿s blood-contacting surfaces revealed no depositions. The pump¿s bearings, rotor, and blood-contacting surfaces were examined under a microscope and no abnormalities were found. The device underwent cleaning, reassembly and functional testing under loaded conditions using a mock circulatory loop. The retrieved data revealed normal pump power consumption comparable to the pump power consumption recorded during the manufacturing process and the pump operated as intended. The instructions for use lists thrombus as a potential adverse event that may be associated with the use of the heartmate ii left ventricular assist system. A review of the device history records showed no deviations from manufacturing or qa specifications. No further information was provided. The manufacturer is closing its file on this event.

Manufacturer narrative:
(B)(4). Approximate age of device - 2 years and 6 months. The device is expected to be returned for evaluation. It has not yet been received. No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is complete.

Event description:
The patient was implanted with a left ventricular assist device on (B)(6) 2013. On (B)(6) 2016, it was reported that the patient had been complaining of not feeling well and had been feeling tired. A ramp study performed the previous week revealed that the pump was not unloading the left ventricle. A CT scan of the chest revealed a 7 mm clot was found on the outflow graft. There were reportedly no alarms or low flow events. Review of submitted log files by the manufacturer's technical services representative revealed no atypical events recorded throughout the 47 day duration of the log file. Pump power and estimated pump flow levels remained at the patient's baseline throughout the log file. The laboratory test results indicated that the lactate dehydrogenase (ldh) level was within the patient's baseline and there was no dark colored urine. The patient was discharged home awaiting pump exchange on persantine, an increased dosage of aspirin, and an increased inr target goal of 2.5-3.5. On (B)(6) 2016, the patient underwent a pump exchange. The pump and outflow graft were exchanged. It was reported that the surgeon did not visualize a clot in the outflow graft during the pump exchange procedure. Once the exchange was completed and bypass support was discontinued, it noted that the patient's mean arterial pressure (map) was between 80 - 110 mmhg. Half of the expected protamine dosage had been given to the patient and it was noticed via echo that the aorta was dissecting. The patient had been off bypass for approximately 40 minutes before the aortic dissection occurred. Although the newly implanted pump was reported to be functioning as expected, maps continued to drop and the patient's hemodynamics could not be maintained. A decision was made to withdraw patient care in the operating room and the patient expired. The cause of death was reported as aortic dissection. It was reported that the origin of the aortic dissection was not at the aortic anastomosis site.